Event description:
It was reported that the patient presented for a procedure. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold. The rv lead was explanted and replaced. The patient was in stable condition.